Event description:
On (B)(6) 2013, leica biosystems received a complaint regarding sub-optimal processing identified from one completed protocol. On (B)(6) 2013, the customer confirmed for leica biosystems that one (1) pt had to be re-biopsied. Please refer to MFR report # 8020030-2013-00048 for information related to the instrument and initial complaint.